Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 3ml ll bns stopper was defective/damaged. The following information was provided by the initial reporter translated from german to english: we have received a complaint regarding the syringes ref. 301073. The rubber is detaching from the stamp (see picture).

Manufacturer narrative:
One photo of a 3ml luer-lok syringe was received and evaluated. The stopper is not fully seated on the plunger consistent with an insecure stopper condition. The condition observed is non-conforming per product specification. Potential root cause for the stopper insecure defect is associated with the assembly process. A device history record review was completed for provided lot number 3108383 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
We have received a complaint regarding the syringes ref. (B)(4). The rubber is detaching from the stamp (see picture).